Event description:
Related manufacturer reference number: 2017865-2022-47592. It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the right atrial (ra) and the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. No intervention was performed for the ra lead and the programming changes was performed for the rv lead. The patient was in stable condition and will continue to be monitored.